Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of the implantable cardioverter defibrillator (ICD) with this chronic right ventricular (rv) defibrillation lead, shock impedance measurements were noted to be 68 ohms prior to defibrillation threshold (dft) testing. Following shock delivery during dft testing, high out of range shock impedance measurements greater than 125 ohms was observed and resulted in the device recording a fault code 1005. The rv lead was surgically abandoned and replaced and the ICD remains implanted and in service with a newly implanted rv lead. No additional adverse patient effects were reported.